Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective stimulation. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.